Event description:
Hcp called to report a patient experienced unresponsiveness with intrathecal baclofen overdose following a catheter contrast study of 8 month old catheter. Hcp suspected an adhesion of the catheter to the dura preventing drug flow and suspected that the contrast study dislodged it. Hcp stated patient had been given an 850 ug intrathecal baclofen bolus to prime catheter after catheter contrast study. Baclofen concentration was 2000 ug/ml. Catheter length was 29.5 inches. Catheter length would indicate that 520 ug would prime the catheter (0.425 ml). The patient was admitted to the hospital for overdose treatment.